Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic oophorectomy and salpingectomy, the device knife did not retract and the jaws could not be re-opened while applied to tissue. The surgeon removed the jaws manually with no patient injury or tissue damage. Another device of the same type was opened and used to successfully complete the procedure. .

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/05/2016. Date of follow-up report #1 : 04/05/2016. Date of follow-up report #2 : 04/05/2016.

Manufacturer narrative:
(B)(4). Date of initial report : 02/05/2016. Date of follow-up report : 04/05/2016. One used ls1500 was received for evaluation. Visual inspection found eschar in the knife track. The customer reported that after a few times of sealing, the knife trigger did not return and jaws did not open. The jaws were opened manually and released from the tissue. The reported condition was confirmed. Inspection noted eschar between the jaws. The blade did not move smoothly as the trigger was retracted to advance the blade. After cleaning, the knife moved smoothly along the knife track and returned to home position without assistance. The knife cut was tested on a silicone test strip with acceptable results. The investigation identified the root cause of the reported event to be attributed to the user infrequently cleaning the jaws during use allowing tissue and blood to build up. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. The IFU instructs the user to open the jaws by pushing forward on the white movable handle.